Event description:
Patient received bilateral breast implants in 1988 at another facility. Device identity is unknown at fairview southdale hospital. Patient is experiencing progressive arthralgias. It is unknown if implants have contributed. Implants were removed. Implants were intact with no leakinginvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown, none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.